Manufacturer narrative:
Concomitant medical products: 401158 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) with weakness. The right atrial (ra) lead was found to have oversensing noted on atrial electrocardiograms. The lead remains in use. No further patient complications have been reported as a result of this event.